Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tube prior to use. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that foreign matter was found in a bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tube prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter in the tube with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter in the tube was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for foreign matter in the tube with the incident lot was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.